Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The clutch shaft of the engine was blocked and presented non-typical noise due to dried up parts resulting from lack of proper lubrication leading to more friction between parts and early wearing. This is attributed to faulty care and maintenance. The device was repaired and sent back to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for service. During service, technician found that the clutch shaft of the engine presented non-typical noise. This is report 1 of 1 for complaint#(B)(4).